Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The lead was previously capped due to insulation anomaly per the report 2017865-2012-07043.

Event description:
It was reported that the patient presented on (B)(6) 2018 for a scheduled device replacement procedure for elective replacement indictor (eri). An x ray performed during the procedure revealed that a previously capped left ventricular (lv) lead was dislodged from coronary sinus. The lead was explanted. Patient was stable prior, during and post procedure.